Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05585. It was reported that patient experienced ineffective stimulation as lead diagnostics showed that 14 out of 16 contacts between both leads had high impedances. No accidents, falls, trauma or weight fluctuations were reported. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored.